Event description:
It was reported that the customer had a keypad anomaly on the insulin pump and the customer was unable to prime the pump. Customer's blood glucose level was 2.7 mmol/l last night and was at 7.3 mmol/l now. Customer stated that the he changed the battery on the insulin pump and the down arrow wasn't working, but now it is working. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.